Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Blood glucose level was 128 mg/dl. Reportedly, the customer will continue using the pump, and has manual injections available as alternate insulin therapy.